Event description:
It was reported that the patient presented to clinic in 2009, feeling like he did prior to pulse generator implant. Pacemaker inhibition occurred when the patient raised his arm, causing a syncopal episode. The following day, the issue could not be reproduced. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.